Manufacturer narrative:
No device and no medical records were provided to the manufacturer. Images were provided and are currently under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation is currently under way. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent delivery system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent delivery system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent allegedly fractured. Reportedly, another stent was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the stent allegedly fractured approximately nine months post placement in the left femoral artery. Reportedly, an additional stent was placed into the allegedly fractured stent. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent vascular stent delivery system products that are cleared in the us. Manufacturing review: as the lot number of the actual device is unknown, specific lot history records could not be reviewed. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: two digital copies of x-ray images were provided for evaluation. Based on the images provided, it was confirmed that the stent became twisted 9m after stent placement. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. A stent fracture as alleged by the customer could not be confirmed. Based on the information available, a definite root cause could not be identified. Labeling review: the current version of the labeling supplied for this product was reviewed. It was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.'

Event description:
It was reported that the stent allegedly fractured approximately nine months post placement in the left femoral artery. Reportedly, an additional stent was placed into the allegedly fractured stent. There was no reported patient injury.